Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was confirmed through the review of the event history logs. The cause was determined to be one or more cycles advancing to the next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy on (B)(6) 2013 during drain cycle six. The patient's ultrafiltration reading was 1262 ml, indicating the home patient (hp) drained 1262 ml more than their maximum programmed fill volume of 2000 ml. No additional information is available.